Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this ra lead was unable to be successfully implanted due to high thresholds, retraction and extension issues after trying more than 30 turns. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this ra lead was unable to be successfully implanted due to high thresholds, retraction and extension issues. No adverse patient effects were reported.